Manufacturer narrative:
Additional information has been requested regarding the circumstances of the event, use of device, and a request for the device to be returned to the manufacturer for a full device analysis has been made. Should further information be made available, a supplementary report shall be submitted. This report is submitted on december 23, 2019.

Event description:
It was reported to cochlear that the patient's dry & store device allegedly caught on fire (date, and particulars of the alleged event or its circumstances were not reported). The device is reportedly no longer in use and there was no reports of patient injury associated with this event. The patient has been issued with replacement equipment.